Event description:
2 1/2 yr. Old female - status post excision, right inguinal lymphadenopathy. - history of upper respiratory infection. - intraoperative course uneventful - done wit mask/oral airway only (not intubated). - on arrival to pediatric acute care unit pt coughed (presumably on upper airway secretions) and had desaturation down 30's - attempte bag/mask positive pressure to break the laryngospasm but was unable to occlude small hole next to pop off valve to hold positive pressure (nurse had difficulty fitting her finger in that small space) - the pt had to receive medication to break the spasm - spent increased time in pediatric acute care unit due to event and subsequent oxygen requirement - event was life threatening - design of bag is poor - pop off valve is there to control pressure in bag - should not have that extra adjacent hole which is hard to get to in order to occlude and requires an extra person to do so - unsafe bag.